Event description:
New information received notes that the asymptomatic patient presented in-clinic for follow up. Another occurrence of post-paced t-wave oversensing was observed after previous reprogramming was made. Additional programming changes were made during the device check.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via merlin@home. The device was post-paced t-wave oversensing. Programming changes were made at the patient's next visit and were successful.